Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7960ib implantable pacemaker - (B)(6) 1997; 4068 x2 implantable pacing leads - (B)(6) 1997. (B)(4).

Event description:
It was reported that the high voltage right ventricular (rv) lead exhibited high impedances. The lead remains in use. No patient complications have been reported as a result of this event.